Event description:
It was reported to boston scientific corporation, that an endovive safety peg kits push method was used during an initial peg tube placement procedure (female patient; weight is unknown). According to the complainant, during the procedure when the peg tube was pulled through the stoma site it got caught. The doctor had to push the tube back through the stoma site, make the incision larger and then pull the tube through. The procedure was completed successfully with this device. There were no patient complications reported as a result of this event. The patient,s condition following the procedure was reported as "patient is ok".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies related to the reported event were noted. A search of the complaint database revealed that no additional complaints exist for this lot.